Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt underwent generator replacement surgery as a result of the high lead impedance test result. It was reported that the lead was "fine" and was not explanted. Explanting surgeon reportedly indicated that the pt's generator was damaged or had malfunctioned. The pt had reportedly been hit with a basketball in the area of the device. The pt's relative reported that the device "was all busted up" and that relative was pursuing legal action, but relative did not indicate why or against whom. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm the cause of the high lead impedance test result. It is not known whether the high impedance condition was resolved after generator replacement surgery. It is not known whether the replacement generator was implanted on the left or right side of the chest.